Event description:
Health professional reported the access port from a lap-band was removed and replaced. The surgeon was unable to create restriction during an adjustment. A fluoroscopy was performed and the report was inconclusive. The surgeon also performed a dye test which "clearly showed leakage."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product, however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."